Event description:
The patient was scheduled for laparoscopic supracervical hysterectomy, possible exploratory laparotomy, possible morcellation. Handheld thunderbeat device used for dissection/tissue cautery. In the process of cauterizing tissue, device stopped working. The device was removed from body, cleaned by tech, and also removed from generator by rn. Power of generator was turned on and off. All troubleshooting efforts were ineffective. A new device was opened to finish the case. The defective device was removed and tagged. Procedure continued without further incident. Patient remained stable throughout and was so on admission to pacu. Medical device used in the procedure was not operating so another unit was brought into the room and used without any malfunction.